Manufacturer narrative:
(B)(4). Batch # m93e3u. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible that the unexpected noise could be heard when the I-blade got damage. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It has been reported that during an unknown procedure, the user heard a cracking noise coming from the device when pressing the patient's vessel. It was not possible to close the jaws afterwards. No harm to the patient. The procedure was completed by another device.